Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio: 5.7; lab: 8.8; mean: 7.25; confidence limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. No further testing beyond the investigation is required at this time. Device is expected to be returned for eval. Investigation is pending.

Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009. Inratio: 5.7; lab: 8.8. Pt's coumadin was held.